Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer is currently using another cable to charge the pump. The customer's blood glucose level was 120 mg/dl. A replacement usb cable was sent to the customer.